Event description:
It was reported the customer had a low blood glucose event. Customer's blood glucose was 46 mg/dl. The customer also inquired why their blood glucose readings was lower than it was before the insulin pump suspended. Customer also reported having a history of low blood glucose. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).